Event description:
There was a report of a cerebrospinal fluid leakage with suturable duragen in the posterior fosse and supernatant areas 15 days post operatively. The specific product could not be identified; however, it is believed that it could either be (durs 2291-itl or durs 3391-itl) the pt had to return to the hospital as a result of the leakage. It was reported that this was not related to a drainage issue or hydrocephalus consequences. The suturable duragen was used following integra lifesciences guidelines with minimum suture tension; no sealant was used with the product.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.